Manufacturer narrative:
Additional product codes mni, kwp, kwq, nkb. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 that dr (B)(6) had to revise a uss/urs hybrid construct due to pseudoarthrosis which had led to rod breakage. The rod was successfully changed, and the construct revised extending cranially. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity #: unknown), unknown screw/rod construct accessories: uss (part #: unknown, lot #: unknown, quantity #: unknown), unknown lamina/pedicle/process hooks: uss (part #: unknown, lot #: unknown, quantity #: 1), unknown mono/polyaxial screw collars/sleeves/heads: uss (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Adverse event only, no product problem. Concomitant medical products: there are no concomitant devices to report. Patient code 3191 used to capture fracture non-union only. Device code updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) captures the post operative pseudoarthrosis and is linked to (B)(4) which captures the post operative rod breakage and revision. This complaint involves an unknown number of devices. There are no concomitant devices to report. This is 1 of 5 for report (B)(4).